Manufacturer narrative:
On 11 july 2016 it was communicated that further details will be available after the revision surgery, scheduled for the (B)(6) 2016.

Event description:
Revision scheduled due to probable early loosening of the stem.

Manufacturer narrative:
Additional information received on 10 august 2016 and includes: revision surgery completed successfully on (B)(6) 2016, as planned. Aseptic loosening was confirmed intraoperatively. Batch review performed on (B)(6) 2016. Lot 103218: (B)(4) items manufactured and released on (B)(6) 2010. Expiration date: 2015-10-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: aseptic loosening on cementless tha after 5.5 years. The x-ray images supplied are very poor quality and do not allow precise evaluation. The stem appears to be radiographically loose in the proximal area. No pelvis x-ray is available to compare femoral offset against contralateral side. The causes for this loosening remain unknown. Not available.